Event description:
Customer reported receiving an inaccurate high glucose reading (145 mg/dl) from their precision xtra meter. Customer reported one episode of loss of consciousness. Paramedics were called and obtained a reading of 36 mg/dl from their hcp meter. Customer was transported to hosp where he was diagnosed with severe hypoglycemia. There is no report on treatment at the hosp, an investigation into the details is in process.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. All results were within the range spec and no errors were observed during control solution testing.